Event description:
It was reported that during procedure the subject stent was not well-apposed, therefore, percutaneous transluminal angioplasty pta was performed several times, and the procedure was completed. On that night, patient was discomfort, so an urgent magnetic resonance angiogram mra was performed which confirmed that the lesion was very narrow. Fishmouth-deformation occurred on the proximal of the subject flow diverter stent. The patient had stroke caused by deformation of subject stent. The physician attempted to perform pta, but the stent did not pass through the stenotic lesion. The physician attempted to retrieve the subject stent with the snare device but was unable to do so. After pta through the guidewire failed to widen the lesion, another stent was implanted to recanalize the internal carotid artery ica blood flow. Patient was recovering and will be transferred to a rehab hospital soon. The adverse event resulted in inpatient hospitalization or prolongation of existing hospitalization. The physician assumed that the vessel diameter in the aneurysm was actually wider than the diameter of the vessel seen on the angiogram. After placement, the subject stent expanded into the aneurysm and the proximal end shortened, moving to the proximal portion of the aneurysm neck and squeezing the proximal end relative to the aneurysm neck.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. The event description indicates "the subject stent was not well-apposed; therefore, percutaneous transluminal angioplasty pta was performed several times, and the procedure was completed. On that night, fishmouth-deformation occurred on the proximal of the subject stent. Attempted to remove it with the snare device; however, it failed. Ultimately, the lumen of the subject flow diverter was secured, and another stent was implanted to recanalize the internal carotid artery ica". The patient is recovering and will be transferred to a rehab hospital soon. The anatomy was of average tortuosity. Additional information states "although there was no problem with the placement of the subject stent, he assumed (physician) that the vessel diameter in the aneurysm was actually wider than the diameter of the vessel seen on the angiogram. After placement, the subject stent expanded into the aneurysm and the proximal end shortened, moving to the proximal portion of the aneurysm neck and squeezing the proximal end relative to the aneurysm neck." While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent tapering¿. An assignable cause of anticipated procedural complication will be assigned to the reported defect 'patient stroke' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.